Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose was 83 mg/dl at the time of the incident. The customer changed the set and got stuck in rewind prime loop. The customer¿s pump was rest and had placed a battery in. The customer was unable to escape to the status screen. The insulin pump will not be returned for analysis.